Manufacturer narrative:
Additional information: estimated publication date used. The product is not available for evaluation; therefore testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye, nor for implantation in patient with primary angle closure glaucoma. MFR# reference: (B)(4). Please reference 2032546-2019-00102 for reported stent occlusions without intervention and unknown device identifiers. Please reference 2032546-2019-00103 for reported serious injury report. Please reference 2032546-2019-00110 for reported second stent occlusion case with known device identifiers.

Event description:
The following was reported through a review of an article titled "case series of combined istent implantation and phacoemulsification in eyes with primary angle closure disease: one-year outcomes". Following cataract plus trabecular micro bypass stent procedures, there were occlusion of stents with iris in ten (10 ) eyes, hyphema (7), iris atrophy (2), elevated iop (1), iridodialysis (1), corneal edema (1). The report indicates that all complications were managed conservatively without requiring a second surgery and there was no occurrence of sight-threatening complications. Reportedly, among the ten (10) eyes with reported stent occlusion, eight (8) eyes had a single stent implanted, and two (2) eyes had two (2) stents implanted. The report notes that the occlusion occurred in seven (7) eyes within the first 2 months after the surgery and glaucoma medications were subsequently required in three (3) of the ten (10) eyes. In addition, five (5) of the eight (8) eyes with a single stent in situ was fully occluded with iris and the remaining five (5) eyes presented with partially occluded stents. Through follow up device identifiers were provided for 2 of the reported stent occlusion events. This report references the first stent occlusion event.